Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with non-sustained oversensing episode due to possible myopotential oversensing. Myopotential oversensing could be reproduced in-clinic. Programming changes were made and no further oversensing was detected. The patient was fine and follow-up will continue normally.